Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one femoral denali filter dilator and introducer sheath were returned for evaluation. It was noted the luer connection of the dilator had cracked threads. The introducer sheath was removed from the dilator and it was noticed both catheters had damage near the hub. The sheath inner and outer diameter and the dilator outer diameter were dimensionally evaluated. The dilator outer diameter was not within the acceptable range. Therefore, the investigation is confirmed for the reported break issue as the luer connection of the dilator had cracked threads and both catheters had damage near the hub. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023), g3 h11: h6 (method, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a filter placement procedure, the luer-lock connection was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2023).

Event description:
It was reported that during a procedure, the luer-lock connection was damaged. There was no reported patient injury.